Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip pulmonary basket was used in the lungs during an airway foreign body retrieval procedure performed on an unknown date. During the procedure, a basket wire broke when attempting to close the basket inside the patient. The broken wire was still attached to the device. The basket was pulled out and another zero tip pulmonary basket was used to complete the procedure. There were no patient complications as a result of this event.